Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep cleaned and regreased the candlesticks. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that there was a loud popping noise and the system quit working. No pt injury reported.